Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with noise that was inhibiting pacing. The noise was discovered to be caused by myopotential oversensing. Programming changes were made.